Event description:
A dialysis facility nurse reported an anomaly with the renalsoft software product. It was discovered that when attempting to create a new medication record from an existing medication record in the prescription screen for an individual pt by using the "copy from" button, the software will intermittently copy the medication record in the first row instead of the intended row, when the medication to be copied has a stop date in the future, and the medication in the first row does not have a stop date. It was reported that the issue was immediately discovered and corrected and no pts were affected.